Event description:
A pt reported experiencing inaccurate low results using a lifescan meter. The pt's blood glucose results were 153mg/dl (meter), 273mg/dl (lab). Tests were done within 21-30 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.